Event description:
Ous MDR - after an implant duration of approx 27 months, inappropriate shock pulses during oversensing were detected. The electrode and the ICD were explanted. Kentrox sl-s 65/18 steroid, (B) (4), MDR 1028232-2009-00967.

Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device status was mol 2, 63 charge processes were documented. The memory content of the ICD was checked; the available iegms showed interference in the ventricular channel and also in the ff channel. Then the signal sensing of the ICD was tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the device reacted according to spec with a defibrillation shock. The specified energy level was reached. The charge time was normal. The connection system of the defibrillator was checked mechanically. The screws of the shock and pace outputs were normal. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the is-1 and df-1 standards. There was no material defect or mfg error.